Manufacturer narrative:
(B)(4). At the time of this report, patient recovered and was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was initially treated with cefamezin (dose, route, frequency, and duration not reported) and ceftazidim (dose, route, frequency, and duration not reported) for peritonitis. However, the antibiotics were not effective, so the patient was switched to injection vancomycin (dose, route, frequency, and duration not reported) and injection meropenem (dose, route, frequency, and duration not reported) for peritonitis. Action taken with physioneal and extraneal therapies were not reported. At the time of this report, patient had recovered. Though no breach in aseptic technique reported, the patient was retrained on proper aseptic technique. At the time of this report, the patient was recovering. No additional information is available. No additional information is available.